Manufacturer narrative:
No lot number was received for this complaint. Therefore, a manufacturing review could not be completed. The returned product evaluation confirmed the failure. The catheter shaft was damaged and had separated under the strain relief. A non-conformance was initiated to further investigate this issue and document any applicable corrections.

Event description:
A turnpike lp 150 and the hub snapped off from the catheter. Additional information received 18oct2018: wire was already advanced beyond the microcatheter, was trying to advance the mc through the collateral from lad to rca. Trapped out the broken mc and replaced with a different one.

Manufacturer narrative:
The returned product evaluation confirmed the event. The catheter shaft had separated under the strain relief. Further investigation found it is likely that the catheter coils underneath the strain relief were disturbed during the hub and strain relief molding process. An internal corrective action is associated to this event to address the issue.